Event description:
It was reported the pt was experiencing withdrawal symptoms, including headache, nausea, and malaise, for three days prior to report. The pt reported that "the pump flips and when they palpate the area, they cannot feel the catheter." It was stated the pump was refilled one month prior to report. The medications being delivered via the device system were morphine and an unk drug. The pt was referred to their health care provider. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).